Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to drop down of bladder stress urinary incontinence. It was reported that following insertion the patient experienced infection, staph infection, had to wear a tube in stomach for over a year, could not have sex for a long time. It was reported that the patient underwent mesh removal in 2010.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention and urethral stricture.